Event description:
It was reported a cerebral vascular accident occurred. In 2018, a left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). In (B)(6) 2023, the patient experienced symptoms of stroke including loss of fine motor control. The patient was diagnosed with a cerebral vascular accident and admitted to the hospital. Two days post admittance to the hospital, a transesophageal echocardiogram revealed the closure device had shifted within the laa. The patient was discharged with instructions to begin apixaban.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown. D6a: implant date - estimated as implant date was reported to have occurred in (B)(6) 2018.